Manufacturer narrative:
The manufacturer performed a manufacturing record evaluation for the finished device g9142603 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4). __ the manufacturer also submitted an MDR for this event, 2029046-2020-01168. Reference: (B)(4).

Manufacturer narrative:
Additional information was received on the event 10/8/2020. The male patient is 71 years old (80kg). The event occurred during use biosense webster products. The physician's causality opinion is procedure during transseptal phase. The patient's condition was improved. Transseptal was performed with an unspecified device. No steam pop was reported. No errors were reported on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). The manufacturer also submitted an MDR for this event, 2029046-2020-01168. Reference: pm00244829.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer's reference number: (B)(4). This event was also reported by the manufacturer as MDR 2029046-2020-01168. Reference (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with soundstar® eco diagnostic ultrasound catheter and suffered cardiac tamponade requiring surgical intervention. After bb [transseptal], blood pressure was dropped and cardiac tamponade was confirmed. After drainage, the patient was transported to surgery. Drainage blood is venous blood. After being transported to surgery, we confirmed perforation by soundstar® eco diagnostic ultrasound catheter on the left atrium (la) roof. When the soundstar® eco diagnostic ultrasound catheter was inserted into the la, the insertion using the sl0 (st. Jude) sheath was a workflow that the caller was not familiar with, so there is a possibility that it may have caused perforation. The physician's commented that there is no causal relationship with the product. After surgery, the patient has returned to sinus. Since pulmonary vein isolation (pvi) has not been completed, the patient will be treated with medication. Based on the provided information it seems that the perforation was caused during insertion of the soundstar® eco diagnostic ultrasound catheter into the left atrium. Thus the event is conservatively coded under the soundstar® eco diagnostic ultrasound catheter.